Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The camera cable was broken. The camera cable connection was loose in the bend protection area. The device was last repaired on (B)(6) 2021. The user had a issue before the procedure and returned the device to (B)(4) for inspection. The user completed the intended procedure with the device and there was no extension of the procedure. Olympus medical systems corp. (Omsc) determined that the reported event was caused by the broken camera cable. During the evaluation by (B)(4), the reported event was reproduced and the broken camera cable was confirmed. Therefore, it is possible that the endoscopic image was not displayed normally because the cable was broken due to the user applying force such as forcibly bending, pulling, twisting, or crushing the camera cable. The instruction manual provides preventive measures against breakage of the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image suddenly disappeared and was not restored. There was no report of patient injury associated with the event.